Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated.

Event description:
It was reported that the ortholock ex-pin 3x110 broke and remains implanted in the patient. No further information was provided.

Manufacturer narrative:
The reported event that the pin broke off was confirmed through visual inspection. During the investigation no specific root cause could be determined for the pin breakage. The pin is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the ortholock ex-pin 3x110 broke and remains implanted in the patient. No further information was provided.